Event description:
Customer reported that the screen of the insulin pump had a rainbow effect. Customer also stated that the screen of the insulin pump was scratched. Customer stated that the insulin pump was dropped on the floor. Blood glucose level was 60 mg/dl at the time of the call. No further information was provided. No further information was provided.

Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked reservoir tube lip. Unit had no color change or bleeding on lcd noted.